Event description:
An atlas balloon separated from the shaft during removal. The balloon was removed successfully. There was no patient injury reported.

Manufacturer narrative:
The device history recors were reviewed and confirmed that the lot met all release criteria, including tests for proper introducer sheath passage. This is the first event reported for this lot. The returned sample was evaluated. The catheter was returned in two pieces without the sheath. The balloon was intact and was attached to the outer shaft at the proximal and the inner shaft at the distal. Both joints were fully intact. The inner shaft was detached approximately 1 cm inside the proximal end of the balloon. The outer shaft of the cahteter was stretched down for 3 1/2 cm and ended in a clean break. The inner shaft to extreme force to allow the outer shaft to be stretched down for 3 1/2 cm before breaking. The information for use for this device states: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.